Manufacturer narrative:
Follow up #1 (08/30/2013)-device evaluation: the products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. Performance testing with blood was performed on the retain test strips on 08/30/2013. The retain test strips failed the performance testing with blood and were found to be biased high at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. On (B)(6) 2013, the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2013 at 12:30 pm, the patient obtained the post-prandial blood glucose reading of 7.6 mmol/l on the reported meter, which he claimed was inaccurately high compared to his expected values at that time of day of 6.0 mmol/l to 12.0 mmol/l. The patient then began driving his car. At 3:30 pm, while driving, the patient experienced the symptom of confusion and had a car accident. The patient did not test his blood glucose level while symptomatic. Emergency services were contacted, and paramedics tested the patient¿s blood glucose level to be 2.2 mmol/l. The paramedics did not provide any treatment. The patient reported that he administered self-treatment by consuming four glucose tablets. The patient was transported to the emergency room and admitted to the hospital overnight with a diagnosis of hypoglycemia. The patient did not report receiving any further treatment. Earlier on the day of this event, the patient had eaten his usual breakfast and lunch. At 5:30 am the patient had taken his usual doses of 5.0 units humalog insulin and 25.0 units humulin n insulin. The patient¿s blood glucose readings prior to this event were 3.9 mmol/l at 2:30 am and 6.0 mmol/l at 9:54 am. The patient manages his diabetes with the set doses of humalog insulin 5.0 units in the am and 3.0 units in the pm, and humulin n insulin 25.0 units in the am and 3.0 units in the pm. Quality control testing was performed during the troubleshooting telephone call, with passing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after obtaining results within the normal range on the reported meter, and received emergency medical attention and treatment with glucose, and was hospitalized with a diagnosis of hypoglycemia. Therefore, this complaint is being reported.